Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the message ¿strip error try with new strip¿ appeared on (B)(6) 2014. The patient manages her diabetes with insulin (self-adjuster). The reporter denied that the patient made any changes to her diabetes management regimen as a result of the alleged error message. The reporter informed the cca that after the alleged issue started, the patient developed ¿stomach aches¿. She indicated that the patient had not received any treatment for her symptoms. The issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2014). The patient¿s meter has been returned on 11/24/2014 and evaluated by lifescan product analysis on 12/13/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/11/2015). The patient¿s test strips have been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.